Event description:
Provider states the chair will not move to the right when the inductive on the joystick is being pushed that way. It appears to be stuck on something and will not move all the way to the right.